Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized and was treated with an unspecified antibiotic and fluconazole. At the time of this report, the patient was recovered. Action taken with pd therapy at the time of the event was not reported. No additional information is available.